Event description:
A report was received that the patient had an infection around the battery site. Symptoms were puffiness, redness, heat, and discharge. The event was not device related nor procedure related. The patient was given antibiotics. The patient underwent an explant procedure of the whole scs system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.